Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 250 units of insulin. The customer's blood glucose level was within target range. As the customer did not have additional insulin available, the customer will use manual injections until supplies are obtained. During a follow-up call on 10/24/2016, the customer successfully loaded a new cartridge and resumed pump therapy.